Event description:
The customer contacted physio-control to report that their device appears to be completely dead and it does not respond when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer not removing the device from service after the device went to a "not ready" status. This cause the device's battery to become depleted and the device to not power on. The customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device appears to be completely dead and it does not respond when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.